Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.6b, d.9, g.2, h.3, h.6. Device evaluation:the device related to the reported event of rupture was received on may 11, 2022, with lot number 1855717. Analysis of the returned device identified the weight the device within specification, deformation, bubbles in the gel and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Device was explanted.